Manufacturer narrative:
H10. Failure investigation is not required for the front bezel. Previous investigation has shown that liquid ingress due to the variability of the assembly process can cause the navigation ring to fail. Nothing more can be learned from this part until its designs are changed. H11. B5 the product support engineer replaced the front bezel per to resolve the reported issue.

Event description:
The customer reported navigation ring is not working and the unit shut down. The device was in use. The unit was swapped out, there was no patient user harm reported. The customer requested technical support. Further information is pending.